Event description:
The following information was provided by the sales rep: 11 months following cypher stent placement the patient returns for a second cardiac cath due to angina ccs class ii. There is no change in patient history. Medications prior to admit are unknown. The coronary angiography revealed the following: left main - minor luminal irregularities, mid left anterior descending (lad) - 60% stenosis. The vessel is diffusely calcified. First & second diagonals - minor luminal irregularities. Circumflex - minor luminal irregularities. Obtuse marginal 1 - 80% stenosis at the ostium of the vessel rca - minor luminal irregularities. At the site of the distal rca stent there is the appearance of a chronic dissection or pseudoaneurysm with reentry more distally into the stented region. The patient was stable and plans where to undergo a stress test in the future to determine what, if anything, the next course of action should be.